Event description:
Healthcare provider reports: protime system inr results displays inconsistent pt results. Results: protime inr 1.6, repeat 2.5. Protime inr 1.6, repeat 2.3. Therapeutic range 2.0 - 3.0.

Manufacturer narrative:
(B)(4). MFR awaiting further info on this complaint for reporting eval.